Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed due to the receiver being stuck on the ¿dexcom terms of use and privacy policy¿ screen. Pictures were taken. The receiver log was not downloaded for review due to the receiver being stuck on the ¿dexcom terms of use and privacy policy¿ screen. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
A buttons manual test was performed and failed as the keys did not work.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.